Event description:
Pt was receiving an infusion of prolastin in rptr's office. At the end of the infusion the pt noticed a piece of black substance in her IV tubing approx 12" from the distal end. The black substance consisted of 3 pieces partially imbedded in the internal wall of the tubing. One piece broke off during examination.